Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device was loaded with a needle with wrong orientation. Needle could not be removed from the device as it was stuck between the jaw and the gap of the blade. No functional or visual abnormalities were observed for the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all release specifications at the time of manufacture. Replication of the improper loaded needle may occur if either the dlu or the device is held with the printed information facing down when the needle is loaded in the device. In this situation, marks will occur on the opposite side of the loading slots of the needle. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Customer reports during procedure the needle detached from the instrument and fell in the patients cavity. The surgeon was able to attach the needle to the instrument and complete the procedure. Additional information requested but not yet received. Procedure: gastric bypass.